Event description:
It has been reported to philips that the images could not be viewed. The patient was on the table and had to be moved to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a start of diagnosis of coronary procedure, and was completed by moving the patient to another room to finish the study. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file confirmed the image disk error. Upon inspection, the fse determined that the one of the ippc's data disks was broken and faulty. The fse replaced the disk in ippc. After replacement of the disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.